Manufacturer narrative:
H3. The returned 8709sc catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Visual inspection identified a break in the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID: 8709sc, (lot: n129564010); product type: 0184-catheter; implant date: (B)(6) 2007; explant date: (B)(6) 2026, brand name ; product ID: 8578, (lot: h855326503); product type: 0184-catheter; implant date: (B)(6) 2013; explant date:(B)(6) 2026, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing an unknown drug via an implantable pump. It was reported that during replacement of the pump for upcoming electie replacement indicator (eri) the physician noticed catheter was fractured within the pump pocket, with complete disconnection from each end of catheter. The patient did not report any complaints or concerns for therapy due to the fracture of the catheter, the spinal catheter segment distal from the pump was unable to be located. The physician opened the spinal incision, located the catheter, attempted to aspirate but was only pulling back air. Physician opted to replace the full catheter. At that time, it was discovered that there was a second fracture in the catheter, not visible, between the anchor and the intrathecal space. A new catheter was placed, with confirmed aspiration. Pump dosing was reduced to minimum therapeutic dose, allowed with current concentration.